Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received insulin flow blocked alarm . The customer's blood glucose was unknown at the time of incident. Customer's mother declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The customer treated with manual injection. The insulin pump will be returned for analysis.